Event description:
It was reported by repair work order that the safety bar was broken and the unit dropped. It was reported that there was potentially a patient or user affected as a result of this event. Medical intervention or adverse consequence is unknown at this time.